Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive review and during the initial functional testing. The secondary reported complaint of the autopulse platform displayed user advisory "(ua)20" (position out of range) error message was confirmed during archive data review but not during initial functional testing. The root cause of the ua45 and ua20 errors was the platform driveshaft not being at "home" position, likely attributed to unintended user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. User advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. The driveshaft was rotated to "home" position to clear ua20 error. Upon visual inspection, a cracked front enclosure was observed, unrelated to the reported complaint. This physical damage is likely attributed to user mishandling such as a drop. The front enclosure needs to be replaced to remedy the damaged issue. The archive data indicated multiple ua45 and ua20 errors on the customer reported event date; thus, confirming the customer reported complaints. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus, confirming the customer's reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform performed as intended during the patient use. After the patient use and upon resetting, customer reported that the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua)45" (driveshaft not at "home" position after power-on/restart) error message. At one point, the autopulse platform also displayed "ua20" (position out of range). The customer tried to troubleshoot by replacing the lifeband multiple times but issue persisted. No patient involvement.